Event description:
Reporter indicated a vns pt had developed vocal cord paresis, and that the pt has had the problem since the vns was implanted on (B) (6) 2009. The vns was not turned on until early (B) (6) 2010, but the reporter indicated the vns would be disabled at the pt's office visit the following week as the paresis worsened slightly with vns stimulation. The reporter believes the vocal cord paresis was caused by the initial vns implant surgery, and not by the vns stimulation. Attempts to the reporter for further info are in progress.